Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported three patient's experienced a rhexis break capsular rupture following a software update on the system. The surgeon noted that the ultrasounds were too "effective". This file represents the third of four patients. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided in h.3., h.6. And h.10. A company repetitive visited the site and verified settings were set correctly. The representative stayed and observed surgery cases and there were no issue noted. It was additionally confirmed that the event has not reoccurred since this event. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in a.1., a.2., a.3., a.4., b.2., b.5., b.6., b.7., d.4., d.11., h.6. Corrected information has been provided in h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the surgeon. Several occlusion phases from handpiece were noted just before posterior capsule rupture in the right eye during the aspiration of quarters of a cataract extraction with intraocular lens (iol) implant surgery. This was 3+ soft subcapsular posterior axial cataract. There was vitreous prolapse and a piece of the cortex fell into the posterior chamber. An anterior vitrectomy was preformed. The case was not completed. The patient was hospitalized and will require an additional posterior vitrectomy to remove the piece of cortex from the posterior chamber and implant the iol.